Event description:
A report was received stating that a clinician was unable to engage the listed device into its safety mechanism after pt use. No needle sticks occurred, and no other medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.